Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not lock the hem-o-lok clip on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the clip would not close entirely. The issue occurred on the first and second clip application attempt. Weck teleflex clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested. They surgeon used a backup instrument to resolve the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failed the clip test. The large hem-o-lok clip applier would not lock the hem-o-lok clip on tissue due to misapplication of the clip. The large hem-o-lok clip applier was found with one bent grip, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The instrument also was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed based on failure analysis.